Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Additional device product code is hwc. (B)(4). (B)(6). Reporter¿s first name was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016, after opening the packaging of the proximal femoral nail anti-rotation (pfna) blade, the surgeon noticed difficulties with unlocking the blade in order to attach the blade to the impactor. Based on the reported observation the reported blade was not used in the surgery. It is unknown if the surgeon completed the procedure using another blade or similar product. The procedure was successfully completed without delay. There was no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (pfna blade perf l105 tan, part number 04.027.036s, lot number 9804655). The subject device was returned in packing different from the original packaging. The laser etching is readable. Traces of use (scratches) are visible on the blade. The blade could only be disassembled using strong manual force. Disassembly of the blade from the associated components was difficult due to dried liquids in the assembled blade which clotted the components. A test of the blade tread with a plug thread gauge revealed that it did not meet specifications. After the first disassembly, the blade and its components could be assembled and disassembled again without the use of strong force. It was concluded that the complaint issue was not caused during manufacturing based on the following: the function of the blade is manually checked by 100% (se_192010, rev. Ah) before the product is getting commercialized. The part shows strong traces of use, probably caused by the surgery, indicating that strong forces were applied to the blade potentially leading to a deformation of the thread. The product is manufactured by using validated processes, and the concerned dimension is tested before the product is commercialized. As previously reported, a device history record review was performed for the complained lot and all of its subcomponents (blade, sleeve, endcap, and screw). No abnormalities or deviations were detected that would lead to the complaint condition. Additionally, the raw material was checked and was confirmed to be within specifications. Because a thread irregularity was observed the complaint condition was confirmed. Based on above arguments it can be excluded with high probability that the thread irregularity occurred during manufacturing. Therefore the complaint is not valid from a manufacturing perspective. A root cause was not identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.